Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that one out of three of their api survey sars-cov-2 igg samples resulted as negative, while it should have resulted as low positive. Customer provided the api report showing that, out of 7 diasorin participants, 4 gave a negative result for sample (B)(6) instead of the expected positive result. The sample (B)(6) was targeted to be low positive for sars-cov-2 igg. The customer stated that 3 survey samples were originally run on (B)(6) 2020 and all of them resulted negative. The test was repeated on (B)(6) 2020 and all 3 samples resulted negative again. Initial value for sample (B)(6) was 12.3 au/ml, while the retest result was 14.3 au/ml. The positive and negative controls were performed and were within assigned ranges, therefore no anomalies were highlighted. The eqas report shows that other methods graded this samples as negative. Since the sample (B)(6) showed negative results very close to the cut-off (15 au/ml), the incorrect result reported by the customer could be related to the different sensitivity of the method, depending also on how many days from diagnosis the sample was collected. Moreover, 3 diasorin participants scored the sample (B)(6) as positive, confirming that this sample shows a reactivity for the igg around the cut-off. Considering also the reproducibility of a serology method for a low positive sample, a negative result just under the cut-off is expected. As reported in the eqas report, diagnosis of sars-cov-2 infection should not be established on the basis of a single test result, but should be determined in conjunction with clinical findings, patient history, and always in association with medical judgment. The complaint is considered confirmed and probably related to the specific tested sample. No clear root cause could be identified. Claimed product performances of the involved kit, reported in the instruction for use, are maintained and no trend in performance was observed up to date..

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that one out of three of their api survey sars-cov-2 igg samples resulted negative, while it should have resulted as low positive.